Manufacturer narrative:
Product complaint # (B)(4). Evaluation: a dispensed needle-suture of product was returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and marks on the body and tip needle that appear to be by use of a surgical instrument could be observed and a section of the needle tip was missing due to was broken. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the performance surface related defect ¿ needle was suggest an improper handling and the reported complaint by an external cause. To condition of needle breakage an additional evaluation is necessary to determine the failure mode and the sample will be forwarded for further analysis. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown dermatologic surgery on (B)(6) 2018 and suture was used. The surgeon felt something unusual on the needle tip during the first passing of the needle through the tissue. Another needle-suture was used for the patient. No devices were left in the patient. The lot number is unknown. Further details are not provided there were no adverse consequences to the patient. Upon evaluation of the sample, it was noted the needle tip was broken.

Manufacturer narrative:
(B)(4). A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.